Manufacturer narrative:
(B)(4). Additional information: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device was disassembled and moisture was found in the hand activation internal domes. Due to the moisture discovered on the instrument which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce moisture to the device. The evidence that was found on the instrument was: broken blade and moisture in domes please notify us of any processes or conditions that could have contributed to the moisture in the instrument. Please let us know within 20 working days if the device was not reused/reprocessed , so that we can understand how the device is handled after the procedure, for return shipment for analysis. If we do not hear from you in this timeframe, the device may be disposed of per our internal handling

Event description:
It was reported that during a lap sigmoidectomy, the blade was broken off outside the patient when it was wiped after using 4 times. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.